Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons required excessive force to activate during testing, it was observed that the up/down/ok/contrast key contacts became inverted with pressed and did not always spring back, and there was evidence of adhesive/contamination found under all contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are intermittently unresponsive when pressed. The rptr claimed the buttons have to be pressed multiple times for a response. The keypad is intact. There was no adverse event associated with this complaint.